Event description:
Upon a f/u, the test screen froze after performing the v threshold test. Access to buttons/screens was not possible anymore. The programmer was shut down and restarted, but the v threshold valve could not be saved (the test was running, but at the end of it the screen froze).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.